Event description:
It was reported that a user experienced hypoglycemia to 39 mg/dl after announcing a smaller-than-usual meal and delivering corrections on an ilet system that had recently undergone a factory reset; the user self-treated with oral glucose (juice and gummies), and education was provided on allowing the algorithm to learn and respond to lows before manual corrections. Symptoms included hypoglycemia. Outcomes included self-management at home without alarms or hospitalization. Investigation included troubleshooting and education regarding algorithm adaptation and use of low alerts. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.